Event description:
It was reported that the customer's sensor gave a reading of 54 mg/dl while the customer's blood glucose was 369 mg/dl. The customer stated that the sensor was re initialized 7 hours later and subsequently worked properly, but the customer stated that despite following calibration protocol, the deviation of sensor readings continue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.